Manufacturer narrative:
The referenced pump pocket infection and bacteremia in (B)(6) 2015 was previously reported under medwatch MFR# 2916596-2015-01068. Device unique identifier (UDI)# (B)(4). Approximate age of device - 4 months, 20 days. The patient remains on lvad support. A direct correlation between the device and the source of the patient's bacteremia and ongoing pump pocket and driveline infections could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that in (B)(6) 2015 the patient was treated for a pump pocket infection and blood cultures positive for staphylococcus aureus. The patient underwent two wound debridement procedures with placement of wound vac therapy. The patient was readmitted to the hospital on (B)(6) 2015 due to refractory infections. The patient continues to have positive blood cultures with beta-lactamase-negative staphylococcus aureus. Additionally, the patient has a pin sized sinus tract where drainage has continued, as well as drainage from an infected driveline exit site despite ongoing oral antibiotic therapy. An evaluation by the plastic surgery service for wound closure was performed. On (B)(6) 2015 the patient underwent an incision and drainage procedure with evacuation of a hematoma, radical debridement of the area and placement of a wound vac. On (B)(6) 2015 another debridement procedure was performed with pulse lavage with an antibiotic solution and replacement of the wound vac. On (B)(6) 2015 excisional debridement of the abdominal skin, soft tissue, muscle and fascia (measuring 40 cm square) was performed. No additional information was provided.